Event description:
Pt in hosp for replacement of stenotic pulmonary artery and pulmonic valve with a human homograft valve conduit. After surgery, pt was found to have a large (11 cm x 7 cm) waffle weave red area on back believed to be a burn from the warming blanket.